Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd nexiva¿ closed IV catheter system, "after starting the IV the catheter continued to leak slightly from the hub where the needle comes out causing the crew to discontinue the established IV and re-start it in the other arm to allow for the proper administration of the medication. There was a medical intervention required(administration of adenosine) to treat supra ventricular tachycardia(svt). Since the half-life of this drug is very short, it is imperative that the full measured dose be administered for maximum therapeutic effect."

Manufacturer narrative:
Investigation summary: the defect was not confirmed through the investigation. MDR level a investigation: DHR review: no lot number provided with the complaint. Qn review: no lot number provided with the complaint. Sample analysis: no sample provided. Investigation conclusion: the cause was not identified during the investigation.